Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown.

Event description:
It was reported during surgery the surgeon was implanting a screw in the distal portion of the plate through the targeting guide when the screwdriver hex tip snapped off in the screw head. It was also reported the surgeon had to take evasive action to remove the broken tip which added time to the procedure. The surgery was completed after a 20-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00709 for the screw involved in this event.